Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was black. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The customer consumed water to address the bg. Reportedly, the customer will reach out to hcp an alternate method insulin therapy.